Event description:
Doctor reported peri-implantitis with pain and inflammation. Loss of integration.

Event description:
Doctor reported peri-implantitis with pain and inflammation. Loss of integration.